Manufacturer narrative:
Additional information: h3, h6 (update codes), h11. H11: the device was received for evaluation. During visual inspection, the broken screen was observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. To correct the issue the front panel assay will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an issue of broken display. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.